Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms. Reportedly, the customer experienced a "high" blood glucose level; value was unknown. The customer exercised to treat bg level. A supply change was performed to resolve the alarm.